Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8835 serial# (B)(4) product type programmer, patient product ID 8781 serial# (B)(6) implanted: (B)(6)2012 product type catheter product ID 8781 serial# (B)(4) implanted: (B)(6)2012 product type catheter patient code (B)(4) no longer applies to the pump. Patient code (B)(4) apply to the catheter. Device code (B)(4) no longer applies to the pump. Device code (B)(4) applies to the catheter. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6)2017 reported the patient had a catheter revision on (B)(6)2017 due to the fact that the catheter tip was too high and the patient was not getting pain relief since initial implant of the pump on (B)(6)2012 despite dosing increases. The hcp was going to decrease the patient's dose by 15%. The previous dose was 0.1mg/day and the current dose was 0.085mg/day. The patient was receiving morphine sulfate 1mg/ml for a total dose of 0.085mg/day for non-malignant pain and chronic low back pain. Event date was noted as (B)(6)2012 (since implant). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via crts (customer response tracking system) regarding a (B)(6) male patient receiving 5mg/ml hydromorphone at 1.4393mg/day who had previously received morphine (unknown) via an infusion pump implanted since 2012 (B)(6). The indication for use was noted as non-malignant pain and chronic low back pain. On 2015 (B)(6) the hcp stated that the medications didn't seem to be helping the patient and the pump had never worked since it's been put in. A dye study was being done. Follow up was conducted to obtain the results of the dye study, what actions/interventions were taken to resolve the lack of therapeutic effect, and whether the lack of effect had been resolved. If additional information is received, a follow up report will be sent.